Event description:
Pump won't let her change the pump rate sending replacement pump today. Pt switched to backup. No other info provided, reported by pt. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dose or amount: 44.5 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.